Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/6/2020. Additional information: b7. Corrected information: d1, d4. Additional information was requested and the following was obtained: the patient demographic info: gender, weight, bmi at the time of index procedure. Male. Bmi unknown. Date of index surgical procedure on (B)(6) 2019. The diagnosis and indication for the index surgical procedure? Diagnosis: r93.1 abnormal findings on diagnostic imaging of heart and coronary circulation. Comments: ihd 3 vessels disease for CABG patient on aibp since (B)(6) 2019. On what tissue was the suture used? Coronary artery. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Fragile. How was the suture placed, interrupted or continuous? Continuous. How the suture was initially tied? Unknown. Was this needle holder or other metal instrumentation used to handle the suture itself intra-operatively during the procedure? Castrovejo needle holder size 7/0. Other relevant patient history/concomitant medications unknown. If applicable, will the actual product used or representative samples of this product code and lot be returned, return date, tracking information. The suture had been discarded. Additional h3 investigation summary: five pictures were received for analysis. Upon visual inspection of the pictures, the following was observed. The five pictures show the same image, a box with twenty sections identified with numbers, four sections were selected with color, and a detached needle and a needle/suture piece in each section could be observed. However; no conclusion could be reached as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch kmh837, ep8747h and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure. Date of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How the suture was initially tied? Was this needle holder or other metal instrumentation used to handle the suture itself intra-operatively during the procedure? Other relevant patient history/concomitant medications. If applicable, will the actual product used or representative samples of this product code and lot be returned, return date, tracking information.

Event description:
It was reported that the patient underwent CABG procedure on an unknown date and suture was used. During surgery, the suture snapped at the coronary artery resulting in the coronary artery tearing off during surgery. The patient was sutured with the like device. The surgeon reported they used the correct needle holder size (castroviejo needle holder size 7/0). The surgeon opined the suture was too fragile and snapped after gentle pulling. Additional information has been requested.